Event description:
It was reported that they were getting an ec100 when images were transferring to the aws, resulting in the patient having to be exposured. It was determined that the computer needed to be replaced, once this was done the unit is working as intended.